Event description:
It was reported that the health care professional (hcp) called for review of a stored episode for this patient with an implantable cardioverter defibrillator (ICD) as there was a concern about anti-tachycardia pacing (atp) being delivered to convert an arrhythmia. Technical services (ts) reviewed the stored signal artifact monitor (sam) episode and noted there was atp with noise that was being oversensed by the respiratory rate trend (rrt) sensor due to electrocautery therefore, atp was inappropriate. Ts discussed interval-based algorithm of sam and recommended to bring the patient in to turn the sensor back on. At this time, the device remains in service. No adverse patient effects were reported.